Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician being trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. There was slight calcification in the artery and the rail suture came out with the device when the suture was not captured. After device removal, it was noted that the posterior foot was missing. An MRI was performed, however the foot was not located within the tissue. The patient is currently being observed and an additional procedure is scheduled. Although requested, no additional information is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device was received. Investigation is not completed.